Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. The customer was bale to reload the cartridge to resolve the issue. Subsequently, multiple cartridge alarms occurred during basal delivery. Reportedly, customer reverted to manual injections for insulin therapy. Customer's blood glucose level was in 98-264 mg/dl range.